Manufacturer narrative:
Continuation of d10: product ID neu_siliconeanchor (serial: unknown); product type: 0001-accessory; other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported that it was painful.

Manufacturer narrative:
H3: product ID 97715 serial (B)(6) was returned for product analysis. Analysis found that the implantable neurostimulator (ins) was functional. Product ID 977c265 serial (B)(6) was returned for product analysis. Analysis found the returned lead was received cut through and segmented. Insulation was segmented at 50.4cm (0-7 lead) and 50.0cm (8-15 lead) from the distal end; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.